Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced oversensing resulting in inhibition of pacing and an inappropriate shock. The oversensing appears to have been caused by severe coughing.